Event description:
In 2003, the patient as implanted with a vented left ventricular assist device (lvad). The vad coordinator reported to the manufacturer, that the patient had experienced pump failure and the pump had stopped. The patient was put on pneumatic back up using the drive console and stroke volume limiter (svl). The drive console and svl were fully functional during the night. The patient tolerated being vented at approximately 12:30 am according to the nurses. They then vented the patient at 6:00 am, (they then extended the period between vents to 6 hours, due to the patient's inability to tolerate then venting procedure. They were instructed to monitor the diaphragm during the night for effective movement.) The patient also tolerated this and the diaphragm was noted to be moving effectively, about 15 minutes after venting the drive console the patient's blood pressure dropped and the patient started to arrest at which time the vad coordinator noted the diaphragm of the svl was "hardly moving at all" at this point, hand pumping was initiated and the vad coordinator called the manufacturer. The manufacturer asked the vad corrdinator to check the operation of the drive console and svl while not attached to the patient (patient was being hand pumped) and the diaphragm appeared to be moving well. At this point, they hooked the svl up to the patient again and vented the console. The drive console was currently functioning normally and the patient woke up and moved all extremities. The vad coodinator again spoke to the manufacturer, and discussed the possible causes of the diaphragm not moving properly. The vad coordinator assured the manufacturer that the nurses had vented the drive console properly (which had been reviewed several times). The current svl will be sent back to the manufacturer for evaluation and a new svl, and possibly ip console will be same day shipped to the hospital. It was also discussed the possibility of fluid having gotten into the vent filter portion of the driveline while the patient was at home. The patient denied this had ever occurred. After restarting the drive console it is fully functional.